Event description:
Customer reported to beckman coulter, inc (bec) that the unicel dxc 800 synchron system generated erroneous high crem (creatinine) patient results. Customer reported that the erroneous results were reported out of the laboratory. Customer reported that the results had to be amended. Customer reported that the controls were in range before and after the incident. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the tricontenent syringe was leaking. The fse replaced the syringe. The fse also replaced the creatinine module, calibrated the cup lamps and verified the system.

Manufacturer narrative:
This report is one of two reports related to two events that occurred on two days. This report is related to MDR# 2050012-2012-01329.